Event description:
During follow-up, noise resulting in oversensing was observed on the atrial lead. Abbott technical support reviewed the egms and suspected insulation damage of the atrial lead and recommended provocative and impedance testing. No intervention was performed at this time. The patient was stable.